Manufacturer narrative:
The investigation has been completed for the reported issue of difficulty inserting/removing introducer. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the difficulty inserting/removing introducer was due to patient condition with patient having calcified iliac artery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Despite multiple attempts, the physician was unable to advance the impella motor through the distal aortic bifurcation. A long impella sheath was introduced, however, it did not pass through the transition. The insertion was aborted. The patient survived the procedure.